Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause could not be determined as the surgeon would not discuss the case.

Event description:
The patient had the right side of a staged bilateral si joint arthrodesis performed in (B)(6) 2019 where two implants were installed. The patient later reported to the surgeon for a revision procedure. It is not known if the patient had pain complaints. The surgeon did not disclose the reason for the revision. In (B)(6) 2020, the surgeon performed a revision procedure where he removed the right side inferior positioned implant and replaced it with different hardware. The preexisting right side superior positioned implant was not adjusted or removed. The status of the patient following the revision procedure is not known.